Event description:
It was reported that the septum of an interlink basic solution set recessed into the tubing. This occurred while the operator was trying to connect a plastic cannula to the set's access port. There was a backflow of solution and blood after this event. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not received; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.